Manufacturer narrative:
The insulin pump was r received with cracked and bleeding glass on lcd board. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
(B)(2). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is cracked and they are unable to read the display. The insulin pump will be replaced. Nothing further reported.